Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31522566l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation & left atrial appendage closure ablation and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. The patient also had blood transfusion and experienced respiratory distress and required intubation. It was reported that a pericardial effusion was noticed while attempting to take measurements for the left atrial appendage closure portion of the case. An av node ablation had been performed prior to the left atrial appendage closure. It was noticed that a fluid sac was forming around the left atrial appendage using the intracardiac echocardiography (ice) images taken with the nuvision catheter. The medical intervention provided was a pericardiocentesis and 800 mls of blood was removed. Hemodynamic support was also provided to the patient by administering fluids, intravenous (IV) drugs, and two units of blood. The left atrial appendage closure was aborted. The last known patient status was stable. The anesthesiologist intubated the patient. The drain for pericardiocentesis was left in place and the patient was being moved to the intensive care unit (ICU). The patient status improved. After speaking with physician post-case, the physician believed that the cause of pericardial effusion was due to having the non-bwi watchman sheath too deep in the appendage. No error messages observed on biosense webster equipment during the procedure. There was one transseptal puncture site performed during the procedure. There were three ablations performed (av node ablation only).